Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of humidifier malfunctioned. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the heater plate burned and device have a lot of pf contamination in housing blower. The customer complaint was reproduced. There were two errors has been identified. The device was repaired.